Manufacturer narrative:
Complaint (B)(4). Received 1rk 454320/a18083ym for evaluation. No samples of the second claimed batch were received. Received customer pictures. We forwarded the complaint, samples and pictures to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a check of production documentation of the batches of finished product and the batches of half-finished product show no deviations related to the reported errors. Samples were tested, according to gbo standard testing procedures, with regards to level mark, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to have the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Two of the tubes were slightly above the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. The remaining 48 tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Furthermore, samples were investigated concerning leakage between the inner and outer tube. They were filled with a colored liquid and analyzed after 4 and 24 hours regarding leakage between the tube walls. No leakage could be observed. The complaint is not justified.

Event description:
Customer states that the inner tube is cracked and blood has leaked between the tubes. This has jeopardized the integrity of the results, resulting in redraws. Due to abnormal results, a tube was entered to check for clots and a crack was found. Customer's concern is that a portion of the anticoagulant may be trapped in that area and is throwing the ratio of anticoagulant/blood off, explaining elevated results on these tubes when they see the blood is trapped.